Event description:
It was reported that the device had infused too fast. There was patient involvement but no harm. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Omit: report source other, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device infused too fast was not confirmed through a review of the logs or reproduced during laboratory testing. It was also reported as a free-flow infusion, this report also could not be confirmed or replicated. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The pump module event log showed that on 17 september 2024 at 11:59:06 am the pcu, and the suspect pump module were powered on and was assigned channel a. The pump module was selected and programmed for an infusion using guardrails drug for drugid 429 (norepinephrine) with a drug amount of 8 mg, a diluent volume of 250 ml, with a dose of 2 mcg/kg/min, a concentration of 32 mcg/ml, a rate of 3.75 ml/h and a vtbi of 250 ml. Five (5) minutes later the pump module was infusing. Between 1:32:23 pm and 2:53:52 pm there were two dose changes made, the first change to 2 mcg/kg/min (rate=3.75 ml/hr) and the second dose change to 4 mcg/kg/min (rate=7.5 ml/hr). The infusions were started after each dose change. Between 10:58:56 pm and 10:59:08 pm the pump module alarmed ¿occluded patient side¿ and was paused and restarted. On (B)(6) 2024, between 2:05:10 am and 3:52:50 am there were three dose changes made, the first change to 4 mcg/kg/min (rate=7.5 ml/hr), the second dose change to 3 mcg/kg/min (rate=5.625 ml/hr) and the third dose change to 2 mcg/kg/min (rate=3.75 ml/hr). The infusions were started after each dose change. At 12:37:02 pm the pump module was selected and the dose changed to 1 mcg/kg/min, and the rate and vtbi were updated to rate = 1.875 ml/hr and vtbi = 155.566 ml, the infusion was started. At 6:22:43 am the pump module was paused, and the infusion was stopped and at 3:43:05 pm the pcu was powered off and no further infusions started. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Concomitant 8100 device pump module (s/n (B)(6): the device referenced in this file was associated with another device that was the source of the complaint. Reference the source device file for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Concomitant device 8015 pcu (s/n (B)(6): the device referenced in this file was associated with another device that was the source of the complaint. Reference the source device file for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported event that the device infused too fast was not identified. The log analysis did not find any bolus programming recorded within the pump module event log on the day of the incident. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the device had infused too fast. There was patient involvement but no harm. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.